Manufacturer narrative:
The investigation for the reported stroke, cardiogenic shock, multiorgan failure, and death has been completed. The impella device was not returned for evaluation. Additionally, clinical details were insufficient to determine root cause. Therefore, the root cause of the issues could not be determined. The instructions for use referenced in the initial report is for the impella 2.5 with smart assist system in section: potential adverse events (united states). D4-corrected model number. H6 clinical code changed from 1762 to 2262. F6 and f8 should have been blank. Added attachment. Inadvertently omitted from initial MDR.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): acute renal dysfunction, acute renal dysfunction, aortic insufficiency, aortic valve injury, atrial fibrillation, bleeding, cardiogenic shock, cardiac tamponade, cardiopulmonary resuscitation, cerebral vascular accident/ stroke, death, device malfunction, failure to achieve angiographic success, hemolysis, hepatic failure, insertion site infection, limb ischemia, myocardial infarction, need for cardiac, thoracic or abdominal operation, perforation renal failure, repeat revascularization, respiratory dysfunction, sepsis, severe hypotension, thrombocytopenia thrombotic vascular (non-cns) complication, transient ischemic attack, vascular injury, ventricular arrhythmia, fibrillation or tachycardia. Citation: alraies, m. C. (2019). Utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease. 2019 scientific sessions. Https://scai.confex.com/scai/2019/webprogram/paper3220.html. A2, a3, a5 unknown. B2: date of death unknown. D4: model number, catalog number, serial number, lot number, expiration date, and UDI number are all unknown. A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Event description:
A literature study entitled 'utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease" monitored 48 patients over 2 years who were implanted with a mechanical circulatory device. During the support period an unspecified number of patients on impella 2.5 support expired from conditions including cardiogenic shock, stroke, and multiple organ failure.